Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue after downloading and inspecting the error logs and ordered the blower assembly to be ultimately ordered for repair. Upon receiving the new blower assembly, the asp performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that when the device was in ventilation mode, it generated a 1134 "blower stalled" error message. The reported issue was confirmed after the bme troubleshot the device and found that the blower assembly was faulty. The bme stated that the blower rpm (revolutions per minute) did not increase above 3000 when the pressure rate was increased above 0 cmh20. Per the service manual and technical support, a new blower needed to be ordered.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 ventilator indicating that there was an issue with the blower (will not blow). At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Further information regarding the reported issue has been requested.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer. No further information was obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.